Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number ac05815 due to a false elevated creatinine result observed by the customer. The fsr performed troubleshooting that including washing cuvettes, recalibration of the r1 and r2 probes, sample probe replacement and retightening of the sample syringe, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for customer reported issue. The product monitoring review scorecard was reviewed and found no similar issues for the alinity system or the reported issue. A review of the manufacturing documentation did not identify any non-conformances related to the reported issue. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier - complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated creatinine result generated from an alinity c processing module and provided the following data: (customer normal range; male: 64 to 104 mol/l, female: 49 to 90 mol/l). Sample ID: (B)(6). Initial result was 884.9, repeat result was 125. The customer also reported performing repeatability testing for the same patient for 10 repeat tests. The range of results were 121.6 to 140.2. There was no reported impact to patient management.